Event description:
On 07/17/2015 consumer claims after using the breast pump and it became extremely painful and developed mastitis. She has had several doctors appointments. Consumer feels breast pump does not work well for large breasted women. The cushion that comes with the breast pump is too small and has cut her nipple which over time created a breast infection.